Event description:
The customer reported that a monitor and the mount fell to the floor.

Manufacturer narrative:
The customer reported that a monitor and the mount fell to the floor. Initial investigation showed that the hospital maintenance department had installed the wall channel incorrectly. Correct installation of the wall channel is a customer responsibility, per device labeling. No patient harm was reported as a result of this incident. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed. (B)(4)